Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he was just released from the hospital and wanted to make sure his insulin pump settings were intact. The patient's blood glucose at the time of admission is unknown, but he had gone to the hospital for a hypoglycemic episode. The customer stated that his blood glucose was high because he forgot to bolus after he ate; when he realized this mistake he over-bolused and by then he was drinking alcohol. The health care provider confirmed that the mixture of over-bolusing and alcohol caused the low. Troubleshooting was declined for the low since the customer places the fault on himself and not the pump. No products were shipped or returned.